Manufacturer narrative:
Date of event: unreported date in 2016. Concomitant product date : unreported date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an access product separated from the device it was connected to. There was no report of patient injury or medical intervention associated with this event. No additional information is available.